Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent positioning/placement problems were encountered. The target lesion was located in the carotid artery. An 8.0-21 carotid wallstent¿ was advanced to treat the lesion. However, upon deployment, the stent would jump and could not be placed in the target location. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.